Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 2nd related complaint for clog on lot # 8107700. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no insulin flow during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: consumer reported no insulin flow during injection. Stated it happened maybe every 15 or 20 pen needles. She'll get one that stops mid way and than she has to use a second pen needle to complete dosage. Does not prime before use. Stated she was never told to prime. Discarded samples. Lot: 8107700, expiration date: 2023-04-30, item: 320122, occurrence date: (B)(6) 2019. The issue happened more than one time with this box but she does not have specific dates of occurrence, only the one date, (B)(6) 2019.